Event description:
The scrub tech and the surgeon were unable to load the staple load properly even with excessive force. Once the staple load did seat, it was not in proper alignment. The stapler was not used for the procedure.